Event description:
The dealer states that during use the display would shut down and the chair would stop. The dealer states that after 2 or 3 minutes of sitting there the chair would restart fine.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.